Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals no structural or material anomalies on the anchor. It was reported that the patient had soft bone. This confirms that the bone quality was too soft for a 4.75 mm anchor. Since the 5.5 mm anchor held, the cause of the pullout was not due to the anchor itself, but rather the bone quality. A batch review was conducted and our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one unrelated complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that her healix advance knotless br 4.75mm anchor pulled out after being inserted into the bone hole. The sales rep reported that the implant did not hold and when being screwed in it just sunk into the soft bone. The sales rep stated that when the surgeon pulled back on the inserter to check fixation it came out. The surgeon fully removed the anchor by twisting it out, which was still on the inserter. The surgeon completed the procedure with another larger, 5.5mm , anchor with no patient consequences or delay. The sales rep reported that the surgeon used the purple handle awl to prepare the bone hole.